Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4). Description: infinion cx 70 cm lead model #: sc-4318, lot #: 20762550/20681114, description: clik x anchor.

Event description:
A report was received that the patient had multiple issues including mast cell disorder which was making a huge flare up with the implant. The patient was having inadequate stimulation and after the patient was reprogrammed she was experiencing intense pain in her neck or shoulder and it felt like pinching. Database analysis revealed high impedance on the lead. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was confirmed that the patient felt pain in the neck due to high impedance. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient had multiple issues including mast cell disorder which was making a huge flare up with the implant. The patient was having inadequate stimulation and after the patient was reprogrammed she was experiencing intense pain in her neck or shoulder and it felt like pinching. Database analysis revealed high impedance on the lead. The patient will undergo an explant procedure.